Event description:
The complainant was attempting to start an impella rp support. The automated impella controller (aic) failed and would not identify the purge cassette at the disc. The IFU could not be followed. There was no backup controller to use for the patient support. The team instead placed a competitor's device for support.

Manufacturer narrative:
The investigation into the reported "aic - purge disc/flag issues" has been completed. Product was returned for investigation. The device was inspected and found that no issues with purge cassette and disc detection could be reproduced in the lab. No visible damage to the retainer or purge flag. During data analysis, there were no apparent issues detecting the purge cassette or the disc. Aic console logs don't show evidence of any purge issue and were not consistent with the problem description.the root cause of the purge disc detection issues were not confirmed nor determined due to inability to reproduce.